Event description:
The customer reported that when the x-ray tech was using the c-arm after several shots she got a low ma error. She reboot the unit and finished the case with no further problems. No pt was injured.

Manufacturer narrative:
The customer plugged in the c-arm and let charge over the weekend. He could not duplicate the problem and cancelled the call. Close fsr.